Manufacturer narrative:
Technical support performed troubleshooting steps with the customer and suggested they run through all vent calibrations and report back. It was confirmed that the calibrations were within spec, however, the amp display was reading a higher than 0 when set to zero and the current limit potentiometer was loose. Technical support advised the customer the device would require a new driver and issued a warranty replacement to resolve the reported malfunction.

Manufacturer narrative:
Manufacture date is unknown. Justification for no UDI, this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.

Event description:
It was reported that while being used on a patient the device stopped ventilating. Complainant did not indicate adverse effect to the patient.